Event description:
This rv lead was implanted on (B)(6) 2014. A call to technical services placed on (B)(6) 2014 stated that the patient had tingling sensation in the chest and decided that she did not want the device anymore. This lead could not be removed out of the patient. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).